Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was unable to analyze when in AED mode during a training scenario. The customer's medical team evaluated the device and performed troubleshooting, switching out the defibrillator to be used with the same simulator. The issue continued and it was determined that the simulator, which is not a philips' product, was faulty. The simulator was sent away to be repaired and the defibrillator put back into service as no trouble was found with the defibrillator. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction with the non-philips simulator. The reported problem was confirmed. It was determined that the simulator, which is not a philips' product, was faulty. The simulator was sent away to be repaired and the defibrillator put back into service as no trouble was found with the defibrillator. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.